Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: the lot/serial number was not provided by the customer. The product was not returned and not enough info was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 5/27/2011 and 6/6/2011 by phone, fax, and mail. A completed questionnaire has not been received. Gayton j, seabolt, r. Clinical outcomes of complex and uncomplicated cataractous eyes after lens replacement with the acrysof toric iol. J refract surg 2011;27(1):56-62. (B)(4).

Event description:
A journal article reported two pts in a (B)(6) study with complications following intraocular lens (iol) implant surgery. For this pt it was reported a capsular rupture occurred. The planned lens could not be inserted in the capsular bag. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first pt.